Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Subsequent functional verification testing was completed without issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump system with tubing clamp touch screen became unresponsive during procedure. There was no report of patient injury.

Manufacturer narrative:
Initially the reported issue was considered to be a reportable malfunction. However, during further investigation it was found that the reported malfunction did not cause any performance issues and had no effect on the ability of the cp5 control unit to maintain the blood flow during the cardiac surgery procedure. Consequently, no hazardous situation or risk of patient injury was identified for this event, and the complaint has been reevaluated as non-reportable.